Event description:
Customer reported via phone call to have passed out and was hospitalized. Customer states that blood glucose was between 14 mg/dl and 27 mg/dl, but not sure. Customer was not sure of reason for hospitalization. Customer declined troubleshooting and states that she will no longer be using insulin pump and not sure if it will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.